Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The lesion could not be crossed with the device and was removed from the patients body to balloon the vessel again. Before reinserting, the delivery system was wiped down and the stent came off the balloon outside the patients body.

Manufacturer narrative:
Combination product: yes. Incorrect lot number was reported. Closing this report and opened MDR-1028232-2021-03367 with the correct lot number.